Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece overheated. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Further information was able to be obtained from this customer. However, a phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on september 16, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample did not display any visual non-conformity. The handpiece (hp) was successfully primed and tuned on a calibrated infiniti system and analysis of data showed 123 tunings with intermittent failures. Hp temperature was then measured using a digital multimeter (dmm) by running the hp for 1 minute at 100% torsional and longitudinal power with 50% switching frequency and holding the thermocouple pin approximately 1.4 inches from the aspiration luer. It was then run for 5 minutes with the same settings without any errors. The initial hp temperature was 22.9 degree celsius and the temperature after one minute was 41.5 degree celsius which is below the upper specification temperature limit of 55 degree celsius; therefore, the hp passed this test. The connection between the ground and high electrode was tested on a resistance test box using a dmm. The dmm displayed a 256ko resistance, indicating a failure of this test. The u/s and torsional stroke measurement was performed. While the torsional stroke met specifications, u/s stroke measured 2.53 mils falling under the lower cutoff limit of 2.6 mils. Disassembly of the hp revealed moisture ingress and slightly misaligned electrodes. However, traces of moisture ingress were found inside the hp and the dynamic handpiece test report showed the hp failed to meet u/s stroke specifications. These findings are unrelated to the reported event. The hp was unable to confirm the reported ¿heating abnormally¿ as initially reported. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).